Event description:
It was reported that a patient underwent a procedure at l5-s via tlif to treat lscs. It was reported that to adjust the cage placement, the surgeon used a 6mm device because the space between posterior margins of the annulus was too narrow for an impactor. During impacting the cage using the distractor, the cage cracked. The cracked cage was left in the patient. No patient complication was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.